Manufacturer narrative:
For one of the pending events: it has been clarified that one patient's gender for one event was female. In total, there were 2 females and 2 males. The remaining patient's genders were requested, but not provided. For this event, the investigation determined that the reagent cassette that was in use at the time of the event was expired. There were no follow up actions for this event. For the other pending event: the investigation could not identify a product problem. The cause of the event could not be determined. There were no follow up actions.

Manufacturer narrative:
For six events, the investigation did not identify a product problem. The cause of the event could not be determined. For two events, the investigation is ongoing. For ten events, the investigation determined the issue was resolved by the service actions. For one event, the field service engineer (fse) checked the water and vacuum hoses, adjusted the pressure for washing the cuvettes, and adjusted the sample probe. For one event, the tubing leak was repaired and rinse station tubing was cleaned. For one event, the vacuum line was cleaned and flushed. For one event, the rinse station was not correctly attached, the spring action for a rinse station needle was not working, the rinse tubing was in bad condition, a cuvette screw was missing, and the probe was dirty and bent. For one event, the fse cleaned and tightened the tubing connections. For one event, the fse adjusted the cell rinse water and cleaned the probes and nozzles. For one event, the fse cleaned the cuvette rinse flow path lines and valves. For one event, the reagent probe was replaced and the rinse volumes were checked and adjusted. For one event, the fse replaced the nozzles and tubes of the rinse station. For one event, the reagent arm cover was remounted correctly. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. Serial no cont'd: (B)(4).

Event description:
This report summarizes <noe>18</noe> malfunction events. Questionable low results were generated by the cobas 8000 c702 module the events involved a total of 24 patients with the following: 10-ca2 calcium gen.2, 2-crej2 creatinine jaffé gen.2, 1-alp2 alkaline phosphatase gen.2, 3-phos2 phosphate (inorganic) ver.2, 6-ureal urea/bun, 1-crpl3 c-reactive protein gen.3, 1-albt2 tina-quant albumin gen.2. The known patients' ages ranged from 63 to 83 years. There was 1 female and 2 males.